Event description:
It was reported that a spectrum pump alarmed to close the door while the door was already closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the close door alarm. The evaluation experienced the constant close door alarm which was caused by a failed lower auxiliary assembly. The lower auxiliary assembly was replaced.